Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This issue started today. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: - device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: the pump was powered on and it was noted that the display was dim and discolored. Un related to the original complaint, upon visual inspection it was noted that there was no damage to the keypad, but all of the buttons were intermittently responding. The keypad was removed and contamination was discovered underneath all of the button contacts. In addition, it was noted that the audio bolus button was torn/punctured, but still responded to user input. Also unrelated to the original complaint it was noted that the cartridge and battery caps were both damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).